Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory and power cable disconnect alarms was confirmed via the submitted log files and evaluation of the returned heartmate 3 system controller. The submitted controller event and periodic log files contained data from 02dec2024 to 13aug2025. Throughout the log files, the relative state of charge (rsoc) and bus voltages on both power cables intermittently fluctuated on all power sources. The log file captured intermittent low voltage advisory and power cable disconnect alarms when connected to 14v li-ion batteries due to the voltages fluctuating below the alarm thresholds. The returned controller, serial number (B)(6), was connected to a test power module and downloaded log files captured rsoc and bus voltages of both power cables below the expected voltage ranges. No alarms were associated with the lower voltages. The controller was connected to test 14v batteries and clips for an extended period and an atypical low voltage advisory alarm was reproduced. The downloaded log files captured the alarm was due to the rsoc on the white power cable fluctuating below the alarm threshold. The bus voltages on both power cables were also observed to fluctuate below the expected range. The electrical resistance of the power cables was measured and revealed elevated resistances on the green, red, and brown wires of both power cables. The green, red, and brown wires correspond to the positive voltage, digital ground, and rsoc voltage signals. The outer layers of the power cables were stripped and no further damage to the underlying wires was observed. The provided information indicated the alarms resolved with the controller and modular cable exchange. The root cause for the reported alarms was determined to be due to wire fatigue in both power cables. An incidental finding of fluid ingress was identified. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and power cable disconnect alarms. Section 2 of the IFU, entitled ¿¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic to have their primary controller (B)(6) and modular cable exchanged due to frequency of low voltage and power cable disconnect advisories. Log files were included from the exchanged controller and the new controller, with a picture of the modular cable. The log file captured low power advisories and power cable disconnects. The controller¿s white power lead appeared to be related to the issue. The ventricular assist device (vad) was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The alarms resolved with the controller and modular cable exchange.